Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 29 months ago. Vessel morphology currently was reported as disease progression and 75-80 degrees aortic neck angulation. A recent follow-up CT demonstrated that the stent graft has migrated 13 mm distally with a large type I endoleak. The aortic neck is currently 24 in diameters at the renal arteries and 30 mm in diameter 15 mm distal to the renal arteries. The physician implanted a 28 aneurx aortic cuff and a 28 talent aortic cuff resolving the migration and type I endoleak. There are no additional clinical sequelae reported and the pt was reported to be fine.

Manufacturer narrative:
Evaluation codes, results: (migration, endoleak), conclusion: (disease progression and 75-80 degrees aortic neck angulation). (Secondary intervention).